Event description:
It was reported via repair work order that the power cord ground pin as missing. It was also reported that the auxilliary power cord ground pin was missing. It was further reported that there was a loss of bed lift controls due to siderail cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.